Event description:
It was reported that there was a discrepancy in the displayed time on the pump that was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation, acknowledging the guidance provided.